Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating glucose control associated with delivering multiple ¿usual for me¿ meal announcements for larger-than-usual dinners, leading to algorithm maladaptation and periods of hyperglycemia, with a documented peak of 223 mg/dl and alerts for sustained highs. Symptoms included hyperglycemia without loss of consciousness, dizziness, or dka. Outcomes included no use of backup therapy, no ketone testing, no steroid exposure, no need for third-party medical intervention, and assistance limited to device navigation due to visual impairment. Investigation included complaint review, device-use history review, and user education on meal announcement practices, including avoiding double announcements and allowing time for algorithm adaptation. Investigation of this case revealed user-related operation contributing to hyperglycemia when meal sizes were misannounced and delivered too early for algorithm adaptation. It was concluded that the device performed as designed and that the event was attributable to use error related to meal announcement strategy rather than a device malfunction.